Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2010.519170. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced a dislocation and underwent an open reduction.